Event description:
It was reported the healthcare professional (hcp) decided to replace the patient's pump as well as perform a catheter revision, as an unknown volume discrepancy was noted by the managing hcp. No alarms nor apparent malfunction was noted of the pump. A catheter issue was suspected but they were unable to determine if kink or occlusion had occurred. There was no "cerebrospinal fluid (csf) free flow". The pump was set to minimum rate leading up to the replacement. The pump was used to deliver morphine, bupivacaine and baclofen. The new pump was filled with morphine. No patient symptoms were reported. Additional information has been requested. A supplemental report will be submitted if the information is obtained.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced increased neck pain over several weeks. During the refill in question, the expected reservoir volume (erv) was 15ml and the actual reservoir volume (arv) was 20ml. The volume discrepancy was attributed to "pump failure"; not a catheter or programming issue. A "pump flow study" as performed; the results were not reported. The patient was taking roxicodone and oral baclofen at the time of the event. The patient also started taking ms contin at the (B)(6) 2014 pump refill. The patient recovered without permanent impairment. The pump was currently used to deliver morphine and baclofen.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the pump found a non-significant anomaly of a pumphead crease on the pumptube near the outlet. Analysis of the 8709 catheter found a non-significant anomaly of a catheter body slice/cut. Analysis of the unknown catheter found a non-significant anomaly of a catheter body dried drug, blood, or foreign material occlusion.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial# unknown, product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2014, product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.